Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000068433.

Event description:
It was reported that patient was unable to set the ipg into MRI mode due to high impedance on one of the leads. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.